Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review confirmed the reported observations and discussed further troubleshooting options. The device was expected to undergo an exercise test for further evaluation. This device remains in service. No adverse patient effects were reported.